Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient was reported to have hemolysis, evidenced by red-tinged urine, elevated creatinine (cr), and increased lactate dehydrogenase (ldh) levels. The patient survived the procedure and is currently stable. Additional information indicates that the event was resolved with normal troubleshooting methods-volume resuscitation and repositioning under echo guidance.

Event description:
Clinical assessment by (B)(6). 77 year old female patient treated with impella cp due to acute myocardial infarction complicated by cardiogenic shock. Prior history of coronary artery bypass graft, coronary artery disease and renal insufficiency. Successful implant, but hemolysis suspected via red tinged urine as well as elevated creatinine levels and elevated lactate dehydrogenase. Patient weaned successfully after two days of support with no further information on device correction. While the impella may contribute to hemolysis, it is not usually the sole cause and as this patient had a previously known renal insufficiency and was severely sick, this cannot be solely attributed to the device.

Manufacturer narrative:
B5 updated with additional clinical assessment. H6 investigation medical device problem code added.